Manufacturer narrative:
Additional information was provided, which indicated a qualified cartridge was used with an unknown handpiece. The product investigation could not identify a root cause. A failure to follow the dfu was indicated; the account used a non-qualified viscoelastic. The use of non-qualified products may result in lens delivery difficulties or lens damage. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported inflammation following an intraocular lens (iol) implant procedure. The patient was treated with steroid injections. The lens remains implanted.